Event description:
The info received from the affiliate states that the balloon was unraveled at the end. There was no pt injury reported. When the product was returned for eval and testing preliminary analysis stated that the balloon was split in two pieces. The target lesion location is unk. There was no damage to the packaging. The tip was covered by its protective tubing when taken from the package. There was no positive pressure applied to the balloon during preparation of the device. The product was not used in the pt. There was no injury to the pt.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan.